Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The motor assembly had moisture damage. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. No cracked case noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had crack near top of the battery compartment. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.